Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was taken to the operating room on (B)(6) 2022 for a relocation of their driveline. The patient was discharged home with a six-week regimen of intravenous ceftriaxone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic (B)(6) 2022 with non-odorous, yellow drainage from driveline exit site. The patient denied fevers, chills, nausea/vomiting, and bleeding. There was no prior history of driveline infection. Wound simple and blood simple were sent; both were negative. The patient was afebrile and had no leukocytosis. The patient preferred not to be admitted, so was given oral doxycycline. Computed tomography (CT) abdomen revealed increased soft tissue thickening/stranding at the driveline site in l anterior abdomen wall concerning for infection. The patient was admitted (B)(6) 2022 and started on intravenous (IV) antibiotics. CT surgery was consulted. It was further reported that patient had a surgical debridement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.